Manufacturer narrative:
Upon investigation, the push-bushing bond failed. Review of the device history record for this did not produce any findings relevant to this report. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".

Event description:
A physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. The device did not perform as intended. Hemostasis was achieved with manual compression. There was no pt injury reported.